Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user received two (2) boxes of product that the starter hole is incorrect. End user states all ten (10) of the skin barriers in this box have a hole at 22mm instead of 25mm. Photos depicting the reported complaint issue were provided by the complainant. Based on the photos provided, the center hole is off-center.